Event description:
It was reported that the patient underlying condition received several anti-tachycardia pacing (atp) and electric shocks. Upon review of the stored episode, it was determined that the implantable cardioverter defibrillator (ICD) delivered several atps and electric shocks. However, the rhythm was not converted and the therapy was exhausted. Additionally, retrograde conduction was also observed. Further evaluation and reprogramming options were recommended. The ICD remains in service and no additional adverse patient effects were reported.